Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. At an unknown date, post procedure, the patient suffered an mi.

Event description:
Previously reported mi event occurred approximately 38 months post index procedure. The investigator assessed the mi event was not related to the study device.

Manufacturer narrative:
Results, conclusions: myocardial infarction. (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (stent thrombosis). Conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
Cec adjudicated a definite late stent thrombosis occurred on the same day as previously reported mi and revascularisation was carried out in the rca.